Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and functional analysis.. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad®100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and upon visual inspection, significant differences were identified when compared to the qa part and drawing specification. The part was determined to be non-asp, and no further testing was performed. The oil mist filter was returned and upon visual inspection, the mesh filter appeared much finer than the qa part. The part was determined to be non-asp, and no further testing was performed. The assignable cause of the smoke/haze is likely due to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil, which were determined to be non-asp parts. The asp field service engineer replaced the parts and confirmed the sterrad®100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site and determined that the customer was using non-asp parts. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered a smoke/oil mist emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.